Manufacturer narrative:
Product event summary: the 4fc12 flexcath advance sheath with lot 0012729037 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at approximately 1.5 inches from the tip. The steering mechanism and deflection test were performed. The shaft was bending as initially intended and was bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. In conclusion, the sheath did not pass the returned product inspection due to a kink/twist on the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the initial cardiac ablation procedure, after the balloon catheter, mapping catheter and the sheath entered the body, the devices failed to pass the self-check. A system notice was received indicating that the safety system detected a compromised outer vacuum. No ablation was possible during the entire procedure. Despite replacement of the electrical umbilical cable and the coaxial umbilical cable, the error message persisted. The surgeon expressed frustration and terminated the surgery. The patient was not under general anaesthesia. No patient complications have been reported as a result of this event.